Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: FDA-2014-n-0736-1529) on 24-oct-2015. The most recent information was received on 05-jun-2020. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('that feel like babies kicking excessive pelvic pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("excessive bleeding"), back pain ("lower back pain"), abdominal pain ("abdominal pain"), dysmenorrhoea ("painful periods"), fatigue ("fatigue"), mood swings ("mood swings"), allergy to metals ("allergic reaction to nickel"), muscle spasms ("muscle spasms"), alopecia ("loss of hair"), depression ("depression") and anxiety ("anxiety"). On an unknown date, the patient experienced abdominal distension ("bloating"), dental caries ("dental decay") and urticaria ("hives") and was found to have neoplasm malignant ("cancer nos"). The patient was treated with surgery (hysterectomy). Essure treatment was not changed. At the time of the report, the pelvic pain, genital haemorrhage, back pain, abdominal pain, dysmenorrhoea, fatigue, mood swings, allergy to metals, muscle spasms, alopecia, depression, anxiety, abdominal distension, dental caries, urticaria and neoplasm malignant outcome was unknown. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, anxiety, back pain, dental caries, depression, dysmenorrhoea, fatigue, genital haemorrhage, mood swings, muscle spasms, neoplasm malignant, pelvic pain and urticaria to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 5-jun-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (FDA, reference number: (B)(4)) on 24-oct-2015. The most recent information was received on 23-mar-2020. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('that feel like babies kicking excessive pelvic pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("excessive bleeding"), back pain ("lower back pain"), abdominal pain ("abdominal pain"), dysmenorrhoea ("painful periods"), fatigue ("fatigue"), mood swings ("mood swings"), allergy to metals ("allergic reaction to nickel"), muscle spasms ("muscle spasms"), alopecia ("loss of hair"), depression ("depression") and anxiety ("anxiety"). On an unknown date, the patient experienced abdominal distension ("bloating"), dental caries ("dental decay") and urticaria ("hives") and was found to have neoplasm malignant ("cancer nos"). The patient was treated with surgery (hysterotomy). Essure treatment was not changed. At the time of the report, the pelvic pain, genital haemorrhage, back pain, abdominal pain, dysmenorrhoea, fatigue, mood swings, allergy to metals, muscle spasms, alopecia, depression, anxiety, abdominal distension, dental caries, urticaria and neoplasm malignant outcome was unknown. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, anxiety, back pain, dental caries, depression, dysmenorrhoea, fatigue, genital haemorrhage, mood swings, muscle spasms, neoplasm malignant, pelvic pain and urticaria to be related to essure. Quality-safety evaluation of ptc: final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of ay returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot umber for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information, there is no relationship between the reported event (s) and a quality defect. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 23-mar-2020: case became incident. Events hives, tooth decay, cancer nos & bloating was added. Product, patient & reporter updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.